Event description:
It was reported in a general comment that the 014 ht turntrac was being advance through the occlusion; however, was not moving forward using the torque since the wire was noted damaged. After being removed the wire was uncoiled [unraveled] and the tip was noted separate but remain connected. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and similar incident review of the reported lot could not be conducted because the part and lot numbers were not provided. As the device was not returned for analysis it is possible that the ht turntrac guide wire met resistance during advancement due to interaction with patient¿s anatomy or with an accessory device; thus, resulting in the reported failure to advance and damage to the guidewire tip (stretched coils and tip break); however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.